Event description:
Customer reported the panorama central station had no audio, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep reseated the cable connection from the central station to longviews. Audio on the central station was returned.